Event description:
It was reported by the customer that their insulin pump was alarming. Advised customer the alarm was due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 384 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The full drive system test could not be performed due to this alarm. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.